Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that he discontinued omnipod use after developing a skin infection at an infusion site. He stated that after switching the infusion site location to the opposite side of his body, he experienced another infection at the new site. At the time of reporting, the patient stated that the infection was approximately 90% resolved. No additional details regarding the infusion site locations, medical evaluation, diagnosis, or treatment could be obtained despite multiple documented good-faith efforts to collect further information.